Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 87 mg/dl at time of report. Reportedly, the customer changed the infusion set to address the issue.

Manufacturer narrative:
The failure investigation has been completed. The alleged issue was verified and a different issue was identified.